Event description:
Cause of power fluctuation has not been identified. No treatments have been done, patient is asymptomatic with stable labs. Ldh on (B)(6) 2020 was 356 and was 287 on (B)(6) 2020. Planned for transthoracic echocardiogram (tte)/ramp studies and still awaiting on pre-auth. Urinalysis was negative for blood in urine

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed elevations in power and corresponding flow; however, a specific cause for the reported events could not be determined. The submitted system controller log file captured several elevations in power (up to 11.1 w) and corresponding flow (up to 12.0 lpm) throughout the log file. No other significant changes in pump parameters were noted and no other atypical alarms were captured. The pump speed remained above the low speed limit for the duration of the log file and the submitted log file appeared to show the system operating as intended. The patient remains ongoing on vad support. Pump power and flow are addressed in the introduction of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, the patient care and management section of the hmii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the ramp study was deferred as the doctor wanted to decrease patient interaction due to covid precautions. The patient's ldh levels were stabilized and urinalysis was negative for red bloods cell (rbc). No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a clinical visit on (B)(6) 2020; the patient had power spikes. Patient's lactate dehydrogenase (ldh) was 295 on (B)(6) 2019 and 356 on (B)(6) 2020. Technical services analyzed the log file. The log file analysis showed power and flow fluctuations starting on (B)(6) 2019. The trend lines for flow appeared elevated with the pulsatility index (pi) in a downward trend.